Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown zimmer screw was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot numbers along with the applicable device history records (DHR), instructions for use (IFU), and risk files. The implant was not reported to have malfunctioned. However, no products were returned and limited information was provided for the event. The patient was also reported to have unknown density bone. No other pre-existing patient conditions were noted in the complaint file. No pictorial evidence was provided for the reported event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure that the product is within specifications. Complaint history review by item or lot number could not be conducted as the subject item and lot numbers were not provided by the customer. Based on investigation, device malfunction could not be verified for the screw since no evidence of fracture was provided. As a result, the reported event of screw fracture is non-verifiable. In addition, the customer did not report a malfunction of the implant.

Manufacturer narrative:
(B)(4). Age: not provided. Patient weight: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported a fractured unknown zimmer screw. Fractured piece could not be removed and implant was removed instead. Tooth location 19.